Event description:
It was reported 3 months after the initial surgery the rod was broken unspecified reasons given for the breakage. The patient will undergo revision surgery.

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment. Results: the customer reported xia 3 titanium rod main body fracture post-op was confirmed to be fractured and returned in multiple pieces via a visual inspection. Per the IFU, the implants cannot replicate the flexibility, strength, reliability or durability of normal healthy bone. It states that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future. Review of the attached x-rays reveal that the construct spanned a large part of the vertebrae, but was only fixed to the spine at about 5 levels. This translates to a high point of stress on the rod in the area where the fracture occurred. Furthermore, the IFU states, "because different manufacturers employ different materials, varying tolerances and manufacturing specifications, and differing design parameters, components of the system should not be used in conjunction with components from any other manufacturer¿s spinal system." It was confirmed that devices from a different manufacturers spinal system were used with the xia 3 construct and the breakage occurred around the area of this mixed use. The most likely cause of the reported event is a fatigue fracture of the rod due to the configuration of the construction allowing for a large bending moment on the rod. The use of non-stryker components in the construct may have also contributed to the reported event. Conclusion: the most likely cause of the reported event is a fatigue fracture of the rod due to the configuration of the construction allowing for a large bending moment on the rod. The use of non-stryker components in the construct may have also contributed to the reported event. However, the exact root cause cannot be determined and is likely multifactorial.

Event description:
It was reported 3 months after the initial surgery the rod was broken unspecified reasons given for the breakage. The patient will undergo revision surgery.